Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was evaluated and found to have three shielded cables that had broken from the solder pad. The cable was resoldered and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal appeared normal. The electrode belt was returned to stock. The root cause of this unsoldered cable cannot be positively identified. It is likely that undo stress to the cable caused the cable to elongate and the wires to come off of the solder pad. The electrode belt was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt and monitor.

Event description:
A female pt contacted customer support to report that she got an "add gel or replace monitor" alarm. Support had her download and confirmed a gelled belt message. Support sent pt a replacement electrode belt.